Manufacturer narrative:
(B)(4). Investigation results: a fully constrained wallflex biliary rx uncovered stent and delivery system was returned for analysis. Visual examination of the returned device found the stainless steel shaft of the handle to be past the reconstrainment limit, the outer sheath was found kinked at the guidewire access sleeve (gas), and the inner shaft was found kinking out of gas and was broken. No other issues were noted with the stent and no other issues were noted with the device. The damages noted with the device were consistent with the application of excessive force during attempted deployment. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was to be used to treat a benign stricture in the distal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with papillotomy and stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician started deploying the stent but the outer sheath would not move. The physician tried several times to deploy the stent, however, the stent failed to deploy when it was visualized through fluoroscopy. The stent was fully covered by the outer sheath when it was removed from the patient and the procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the inner shaft was detached.